Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a flexiva pulse laser fiber was used during a ureteroscopy procedure to treat stones in the kidney and ureter, performed on (B)(6) 2022. The laser unit used was an moses laser console. During the procedure, the laser fiber connected to the laser console, a smoke was noticed at the connector. Upon examination, the laser fiber was broken on the body and tip. There was no burn injury to the user or to the patient and there were no fiber fragments fell inside the patient's body. The procedure was completed with another flexiva pulse laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. Visual analysis of the returned fiber confirmed the reported smoke produced by the fiber event as analysis identified a fracture within the connector. During functional testing, there was no light present from the sub miniature a (sma) connector, indicating a fracture within the connector. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output and ultimately can lead the connector to become overheated. According to the device instructions for use. Do not bend fiber at sharp angles. Visible light seen leaking from the fiber indicates fiber damage.

Event description:
It was reported to boston scientific corporation on march 21, 2022 that a flexiva pulse laser fiber was used during a ureteroscopy procedure to treat stones in the kidney and ureter, performed on (b(6) 2022. The laser unit used was an moses laser console. During the procedure, the laser fiber connected to the laser console, a smoke was noticed at the connector. Upon examination, the laser fiber was broken on the body and tip. There was no burn injury to the user or to the patient and there were no fiber fragments fell inside the patient's body. The procedure was completed with another flexiva pulse laser fiber. There were no patient complications reported as a result of this event.